Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed and did not recover and required maintenance. The customer stated that they tried to recover but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and did not recover and required maintenance. A field service engineer found that the auxiliary drawer 4 had failed and was not detected as closed and the inseparable was inspected for a missing magnet, and it was confirmed that the magnet was missing. The inseparable latch was replaced, and the drawer was thoroughly tested using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.